Manufacturer narrative:
(B)(4). The mal-function of kinked is documented in MDR# 9680794-2018-00245.

Event description:
During the insertion of the PICC, it is observed that the tip of the swg (spring wire guide) is kinked and unraveled. A new item swg was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). The customer returned an opened (B)(4) set for evaluation containing various components including a guide wire assembly and an introducer needle for evaluation. The guide wire was returned within the advancer tube. Visual examination of the guide wire assembly revealed the guide wire is designed with a solid core proximal end which transitions to a spring-wire "floppy" distal end. The guide wire was returned loose within the advancer tube and the distal portion exposed out of the advancer tube. The exposed portion of the guide wire was looped and kinked in several locations. No defects or anomalies were observed with the introducer needle. Microscopic examination confirmed the kinks in the guide wire body on both the solid proximal end and distal spring-wire end. The distal weld was present and was observed to be full and spherical. No defects or anomalies were observed with the introducer needle. The major kinks in the guide wire body were measured at 16, 25, 60, 99 and 108 mm from the distal tip. The returned guide wire was advanced through the returned introducer needle and dilator to functionally test the components. Slight resistance was met while passing the kinked portions of the guide wire but the components functioned as expected otherwise. A manual tug test confirmed that the distal weld was intact. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations along the body. The returned guide wire and introducer needle met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the insertion of the PICC, it is observed that the tip of the swg (spring wire guide) is kinked and unraveled. A new item swg was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the insertion of the PICC, it is observed that the tip of the swg (spring wire guide) is kinked and unraveled. A new item swg was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient.